Event description:
Patient was revised. The surgeon stated he thought the patient had a metal sensitivity problem.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device is not returning. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). In this case there was no indication to suggest a product deficiency. The reported patient effect of prolapse and therapy, non-surgical treatment are known adverse events. In this case, an xact stent was implanted to treat the tissue prolapse (non-surgical treatment). Although a conclusive cause for the reported tissue prolapse and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported that after stent implantation in the left internal carotid artery, marked tissue prolapse occurred through the stent struts. An xact stent was implanted to treat the tissue prolapse. There was no adverse patient sequela and the patient was discharged from the hospital the next day. Though requested no additional information was provided.